Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) episodes due to far field oversensing of the right ventricular (rv) channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.